Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's l5 lead had low impedances which prevented the patient's ipg to get into MRI mode. As a result, surgical intervention may be undertaken at a later date to address the issue.

Event description:
Related manufacturer report number: 1627487-2024-07766. Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein an s5 lead and an l1 lead were implanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.